Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump damaged the administration set with which the pump was being used, causing a hole in the tubing and liquid to leak. When the liquid leaked, it damaged the pump. No injury was reported. See MFR: 3012307300-2017-01195.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was received for investigation. A visual inspection was performed, and liquid was found in the pump. The device passed all functional tests. The complaint was confirmed. The root cause was determined to be user interface. This issue was customer induced as a result of the customer's impact to the device. The following warning statement can be found in the "important safety information" section of the cadd solis operator's manual under the heading of "cautions" - "do not immerse pump in cleaning fluid or water. Do not allow solution to soak into the pump, accumulate on keypad, or enter the battery compartment, moisture build up inside the pump may damage the pump".